Event description:
It was reported that during prep for a ptca treatment procedure involving a non-tortuous vessel, the maverick balloon would not responded to inflation attempts. The device was exchanged for another balloon and the procedure was successfully completed without harm to the patient. The patient's status was reported as 'stable'. No other information is available at this time.